Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual and microscopic inspection revealed that the imaging core was removed from the sheath, and the tubing heat shrink of the drive cable was buckle-accordioned. Also, the distal section of the imaging window was deformed and with a hole. Functional inspection revealed that the catheter could not flush normally while the telescope was fully advanced or fully retracted, and drops were leaking through a hole in the imaging window. The client provided attached media showing resistance when flushing the device.

Event description:
Reportable based on device analysis completed on 12aug2024. It was reported that catheter issues occurred. The patient presented with chest tightness and chest pain. The stenosed target lesion was located in the mid left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the preparation, the device could not be primed. The procedure was completed with another of the same device. There were no reported patient complications, and the patient status was stable. However, device analysis revealed that the distal section of the imaging window was deformed and with a hole.